Event description:
A caller reported that a cartridge fell out during use. It was noted that there was no adverse impact on the customer's blood glucose level, as it remained within the normal range. The customer replaced the cartridge and resumed insulin therapy successfully. The issue was resolved without the need for further assistance, and a replacement cartridge was sent to the customer to ensure satisfaction.